Manufacturer narrative:
Vyaire complaint: (B)(4). The sample was not returned; however, log review was completed and it did not confirm the reported issue. Therefore, vyaire medical was unable to determine the root cause.

Event description:
The customer reported to vyaire medical that the bellavista 1000e ventilator screen went black, alarming, red lights flashing on top, and won't reset. At this time there was no information of patient involvement associated from this reported event.

Event description:
The customer reported to vyaire medical that the bellavista (B)(4) ventilator screen went black, alarming, red lights flashing on top, and won't reset. At this time there was no information of patient involvement associated from this reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.